Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: lot #? The lot number is unknown. When was it noticed that the needle detached from the suture? - pre-op-- before used on patient? Or intra-op-- during use on patient ? No further information is available. Was procedure completed successfully? And how? No further information is available. No further information will be provided.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture was found that the needle had been detached from the suture. It was not a control release needle. There were no adverse patient consequences reported.